Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level of 49 mg/dl, cause was unknown. Customer removed pump to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.